Manufacturer narrative:
Technical service recommended testing the lead with a minimum and maximum energy shock. The available information suggests this lead remains in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that a latitude alert was issued for this implantable defibrillation lead due to one low shock impedance measurement. No adverse patient effects were reported.

Event description:
Additional information was received indicating low out of range shock impedance measurements were again observed. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The lead was returned in two segments, severed approximately 15 centimeters (cm) from the terminal pin. Visual inspection found the proximal shocking coil was stretched, consistent with damage caused by the explant procedure. Additionally, the extracting stylet was returned in the distal segment of the lead. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis was unable to confirm the clinical observation of low shock impedance measurements.

Manufacturer narrative:
The patient was brought into clinic and the lead was tested via delivering minimum and maximum energy shocks. No further action was taken at this time. The lead remains in service. Should additional information become available, this event will be updated.